Event description:
The customer reported that there was a failure to alarm at the central station. The pt expired.

Manufacturer narrative:
(B)(4). A philips field svc engineer (fse) went on site to test the devices and collect log files. The fse tested the telemetry bedside that was in use at the time of the event and the central station. The devices were operating to specifications providing alarms per simulation. A review of the log files for the bed in question shows that at 2:07am, vtach and vfib alarms occurred and were silenced 7 minutes later. At 2:16am, a vfib alarm occurred that escalated to asystole which was silenced at 2:19am. At 2:21am the alarms were suspended until 3:16am when they were taken out of suspend. There was no device malfunction, alarms were occurring and responded to. The device remains in use at the customer site. Trending for this issue supports that there is no malfunction, design mfg, materials, or labeling problem. Product labeling adequately describes alarm behavior silencing and suspending alarms. No further investigation or action is warranted.